Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at the o-ring area. A new cartridge was successfully loaded to address the issue and insulin delivery was resumed. The customer's blood glucose (bg) level was over 600 mg/dl with ketones and the bg level was addressed with a manual injection. The customer's healthcare provider identified the ketone level as dangerous/life threatening. Reportedly, the customer believes that the bg level resulted in some vascular issues due to how the customer's body normally reacts to elevated bg levels.